Event description:
It was reported that during operation, the cardiosave intra-aortic balloon pump (iabp) user found that the function could not be activated when turning on the computer, and the reason is yet to be investigated.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that when checking the machine before use, the cardiosave intra-aortic balloon pump (iabp) user found that the function could not be activated when turning on the computer, and the reason is yet to be investigated. There was no patient participation.

Manufacturer narrative:
E1 telephone number : (B)(6).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) user found that the function could not be activated when turning on the computer, and the reason is yet to be investigated.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Hospital a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse stated that the fault of the machine has been eliminated. The reason is that the user mistakenly pulled the host out of the trolley during operation, and did not push the host to the bottom when installing it back. As a result, the host and the trolley were separated, which ultimately caused the power of the two batteries inside the host to be discharged. Exhausted and unable to boot. After video guidance with the user, the cause of this failure was discovered. The failure has been solved and has been delivered to the user. All tests have been carried out and meet factory requirements. The machine has been put into normal use.